Manufacturer narrative:
Additional information to h6. Correction to d10 and h3 (device was not returned). D10 (additional): remove date returned to MFR. H3: update flags from yes, no, no, other to no. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia automated pd set with cassette was leaking from an unspecified location. The event was further described as "the bag on the heater plate was empty and shriveled". This occurred during an unspecified process step of peritoneal dialysis therapy. The patient was not connected during the time of the event. There was no patient injury or medical intervention associated with this event. No additional information is available.